Event description:
It was reported that during a visceral procedure, the device has not released all the clips and some are not holding after placing, risk of tearing of the vessel. The clamp was used to clip the bile duct and thus, there was a risk of tearing and of leakage. Unknown how case was completed. Surgery was prolonged. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Following was obtained: clips will not hold after placing.